Event description:
Additional information was provided. An xray was performed, however did not confirm a lead fracture.

Event description:
Boston scientific received information that the patient with this device and atrial lead was hospitalized due to heart failure symptoms. When this system was interrogated, high out of range impedance measurements were observed. It was thought the lead was fractured. Sensing was reprogrammed until a replacement procedure was performed. Subsequently, a revision procedure was performed. The lead was surgically abandoned and replaced. In addition, this device was also replaced for prophylactic infection prevention. The patient with this system has gained weight recently. No further patient symptoms were reported.

Manufacturer narrative:
According to available information, no return of this device is intended. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4).